Event description:
The event involved a tego connector (unknown list number and unknown lot number) that reportedly was unable to achieve flow and there were high/low pressures of the central venous catheter after changing the tego connector. After changing tego connector again, there were no more complaints. The reporter additionally stated that when turning the tego connector, it turns on the screw thread. There was an unspecified delay in therapy for the involved patient.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review (DHR) review d9 - device available for evaluation: no.